Event description:
User of philips respironics dream station auto CPAP hum ht dom machine that was recalled in "july 2021", serial number (B)(4), dated 2016-02-04. Machine developed black particles that were unk to user. Contacted philips as a result of recall and was provided a replacement machine on (B)(6) 2021. User developed a persistent headache and cough after using this machine. Medical test and physician exams can not identify any underlying cause for these severe symptoms. They are thought to be brought on by the use of the defective CPAP machine. FDA safety report ID# (B)(4).